Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The 70% stenosed de novo lesion measuring approximately 2.5-3.0mm in diameter and 30mm in length was located in a moderately calcified and moderately tortuous right coronary artery. The lesion was predilated with an unknown device, reducing the stenosis to 30%. A 3.0x32mm taxus liberte' stent was advanced to the lesion but could not cross. When the device was removed from the patient, stent damage was noted. The procedure was completed with another taxus liberte' stent. No patient complications were reported. Patient status is listed as stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The 70% stenosed de novo lesion measuring approximately 2.5-3.0mm in diameter and 30mm in length was located in a moderately calcified and moderately tortuous right coronary artery. The lesion was predilated with an unknown device, reducing the stenosis to 30%. A 3.0x32mm taxus liberte' stent was advanced to the lesion but could not cross. When the device was removed from the patient, stent damage was noted. The procedure was completed with another taxus liberte' stent. No patient complications were reported. Patient status is listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. One strut was raised on row 1. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4) - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)